Event description:
Information was received indicating a cadd legacy 1, mdl 6400, pump alarmed ?no disposable, clamp tubing". It was reported that troubleshooting was unsuccessful. Reportedly the end user was advised to call the clinic for further instructions. Per reporter residual volume was: 75.6, rate 53 and 24.4 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd legacy 1, mdl 6400, pump alarmed? No disposable, clamp tubing". It was reported that troubleshooting was unsuccessful. Reportedly the end user was advised to call the clinic for further instructions. Per reporter residual volume was: 75.6, rate 53 and 24.4 was given. No adverse patient effects were reported. No additional information is available at this time.